Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision recommended. Asr hip resurfacing system (left). Patient symptoms: pain, unable to sit or walk.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 20 november 2015: added additional hospital, added dor, updated file handler details. Added lot numbers, manufacture and expiry dates to products. Update 25 nov. 2015: updated patient as bilateral. Removed lot numbers, manufacture and expiry dates as those provided on the asr confirmation letter were actually for the right hip.

Manufacturer narrative:
(B)(4).depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient has been recommended for an asr revision. Specific details regarding the report are unknown.